Event description:
Component fractured. Since the product has been returned and the material number has been changed, it has concluded in an update that is provided in this follow-up report.

Event description:
Component fractured.